Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the perfusionist discovered a broken cap in the venous port of the manifold. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2018. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The sample was not returned for evaluation, therefore a thorough investigation could not be performed and definitive root cause can not be determined for this event. A retention sample from the same product code and lot number combination was inspected and there was no damage anywhere on the device, specifically on the manifold line. All reservoirs are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to any caps on the reservoir. It is likely that the cap was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.